Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of service history: no repair history related to the phenomenon was confirmed. Phenomenon: image is not displayed when the connector is plugged in (due to the defective ccd unit). The root cause of the phenomenon could not be identified. Image not displayed when the connector is plugged in (due to the defective ccd unit). Based on evaluation and investigation results, it is surmised that the phenomenon ¿image is not displayed¿ occurred due to video function did not properly work due to the defective ccd unit. However, the cause of the ccd failure could not conclusively identified. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported to olympus, there was no image when the hd autoclavable camera head was ¿plugged in¿ prior to an unknown procedure. The procedure was completed using a similar device. There was no delay in the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed and was caused by a faulty charged coupled device (ccd). There was a shortage in the cable, which had caused intermittent white lines in the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.